Event description:
It was reported that there was an ongoing issue of the cartridges leaking from the pigtail. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. Customer loaded a new cartridge to address the issue.